Event description:
During case, 7 screws were noted to "spin" when surgeon tried to insert into patient. Screws did not seem to stay in place and "seemed to be stripped". Replacement screws were on hand and were used to complete the procedure.

Manufacturer narrative:
Because the screws used during procedure have been discarded, the investigation of the returned screws is not representative for the complained event (spinning screws). As per the available information, the actual root cause for the reported event could not be determined. Based on evaluation results, no indications were found for any design, material or manufacturing related issue.